Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, in a patient with mixed aortic stenosis and aortic insufficiency (ai), deployment was attempted three times with each attempt resulting in recapture due to positioning difficulties. Per the physician, the baseline ai contributed to the inability to place the valve at an appropriate depth and in a stable position. In addition, the ai was made worse after the multiple deployment attempts. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient. A non-medtronic valve was implanted in the patient. No adverse patient effects were reported. Additional information was received which indicated that the beginning ai was mild-moderate in severity; however, eventually became severe.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aortic insufficiency was central regurgitation. After four deployment attempts, the valve was recaptured and removed from the patient.

Manufacturer narrative:
Continuation of d10: {evolutfx-29}; product lot/serial number (B)(6); product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, in a patient with mixed aortic stenosis and aortic insufficiency (ai), deployment was attempted three times with each attempt resulting in recapture due to positioning difficulties. Per the physician, the baseline ai contributed to the inability to place the valve at an appropriate depth and in a stable position. In addition, the ai was made worse after the multiple deployment attempts. Subsequently, the valve was recaptured into the delivery catheter system and withdrawn from the patient. A non-medtronic valve was implanted in the patient. No adverse patient effects were reported.